Event description:
It was reported by provider that irc10lxo2 concentrator has 4 hours and the liter flow is not able to be adjusted, the unit will power on but not working. Provider states no property damage or injury alleged. Unit has not been on a patient. No further information provided.